Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage reported. There was no instrument collision during the procedure. There was no fragments that fell into the patient and no injury to the patient.

Event description:
It was reported that during a da vinci-assisted other gynecology surgical procedure, the prograsp forceps instrument had a loose screw on the tip. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage reported. There was no instrument collision during the procedure. There was no fragment fall into the patient and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no loose screw observed during visual inspection. Additionally, the instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.